Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot number m5089t612 was reviewed and the product was produced according to product specification. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the third of four reports. Refer to 8030647-2015-00172 for the first patient. Refer to 8030647-2015-00173 for the second patient. Refer to 8030647-2015-00175 for the fourth patient. It was reported that the endotracheal tube was continuously suctioning even in the lock position causing a leaking issue. There were four occurrences with four different patients. For three occurrences, there was no ventilator alarm, as the suctioning issue was discovered during the initial catheter set-up and there was continuous suctioning heard from the catheter. The fourth occurrence was discovered on the second day of catheter use, and there was a low volume alarm at the time when the catheter was about to be changed out. The catheters were each switched out to a different catheter with no further issues. There was no medical intervention, and no patient injury.